Event description:
The lead was explanted on (B)(6) 2011. Due to high threshold and low sensing. The procedure took place at (B)(6) hospital. The physician was dr. (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).